Manufacturer narrative:
Results of investigation: the vela was returned for evaluation where the failure analysis lab tested the unit and was able to reproduce the reported failure mode and isolate it to a faulty sensor differential pressure transducer on the main printed circuit board. This issue is part of an internal investigation.

Manufacturer narrative:
(B)(4). Results of investigation: the (b)46)field service representative evaluated the unit however was unable to determine the root cause. The customer requested the unit be returned for factory repair. Carefusion has yet to receive the unit for further analysis and repair. In the event the unit is received for evaluation a follow-up report will be submitted.

Event description:
The customer stated that while on a patient the vent stopped ventilating and the patient desaturated. The ventilator read "xdcr fault, inop, motor fault." The staff quickly manually ventilated the patient and got him on another ventilator so there was no further harm.